Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an audio failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Manufacturer narrative:
This report is based on information provided by philips remote service engineer(rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating an audio failure. The rse evaluated the device remotely and determined that it had an audio issue. A self-test was performed, which successfully restored the device to normal operating condition. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be verified. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse performed a self-check, which resolved the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.